Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned.

Event description:
It was reported that during a hartmann's operation, the device was fired at the two-third point from the top of the indicator since the tissue was slightly stiff. There was no unexpected resistance in firing. One hour after the operation, bleeding occurred from the anus drain. Then, it was found endoscopically that oozing occurred from an existing staple line of the posterior wall. The oozing was stopped with a clip endoscopically and additional suture was performed to complete the case. Blood transfusion was not required. As of now, the patient's condition is stable. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information received: what is the patients current condition? --- as of (B)(6), the patient was good and out of the hospital. Where anatomically was the wound located? --- the posterior wall of the anastomosis site does stiff tissue equate to thick tissue? --- yes if not, please explain. --- na. The remainder of additional information requested was answered - no information. Did the patient have any comorbidities that may have impacted the procedure? --- no information. What were the indications for surgery? --- no information. Why was a drain used in the anus? --- no information. Is it the surgeons usual technique to put a drain in the anus? --- no information. Were any staple formation issues observed during the endoscopic exam? --- no information. Was the tissue easily compressible? --- no information. Were complete donuts observed from the procedure? --- no information. Was the white washer cut? --- no information. Was the device completely fired? --- no information .